Event description:
It was reported that prior any catheter insertion in atrial fibrillation (afib) procedure, the patient had a pericardial effusion. The effusion was first seen with intracardiac ultrasound. The physician elected to continue the procedure and left atrial mapping was performed. The effusion was noted to have gotten larger and the procedure was stopped. Pericardiocentesis was performed and the patient was stabilized.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # 11416; stockert model# m-5463-01, serial # (B)(4); coolflow pump model# m-5491-02, serial # (B)(4); soundstar model# m-5723-05, lot # unknown; lasso nav variable eco model# d-1343-01-s, lot # 15797590l. (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed . The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).